Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient has a right percutaneous support device and a five point five impella device in place following surgery. The right percutaneous device generated repeated alarms indicating that the placement signal was not reliable, and staff were unable to clear the alarms. Despite this, active flow remained visible on the monitor and the pulmonary artery waveform was still present.

Manufacturer narrative:
Updated information: d1 brand name updated. D4 catalog number updated.

Manufacturer narrative:
Additional information was received therefore b1, b2, b5, d6b, d9, h1 and h6 were updated.

Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the right aorta in a 73-year-old male patient with a past medical history of coronary artery disease (cad), presenting in post-cardiotomy cardiogenic shock (pccs) and low output syndrome (lcos), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-operatively cardiothoracic (CT) surgery: coronary bypass surgery graft (CABG). The following day, an impella rp flex was inserted into the right femoral vein for right heart failure. While the patient was in the intensive care unit (ICU), the rp flex had a placement signal not reliable alarm multiple times. There was active flow on the monitor and a pulmonary artery (pa) waveform. Ten days after the impella rp flex insertion, the family elected to withdraw care, and the patient expired on bipella support. The impella rp flex functioned at p-6 at 2.2l/min as intended. The impella 5.5 functioned at p-9 at 4.8l/min as intended. The impella devices are conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with post-cardiotomy cardiogenic shock, along with the complications of stage d shock.